Manufacturer narrative:
Unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. If explanted, give date: not applicable, as the device remains implanted. Email address: unknown/ information not provided. Telephone number: (B)(6). Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that both preloaded intraocular lenses (iol) had a cotton like thread that followed the lens into the eye during implantation. The cotton thread was in the eye and removed by the surgeon using aspiration. There was no delay in treatment or other interventions provided. No further information was provided.this report is for the second lens. A separate report is being submitted for the first lens.